Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Related manufacturer reference number: 3006705815-2022-18274.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event: product family: scs, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 7726116.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.